Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to patient complaints of pain in thigh. Incision and drainage was performed without removing any components. An unknown foreign substance was found in the soft tissues going all the way into the joint. The patient was closed and awaiting results of cultures and pathology before further intervention take place. No surgical delay. Doi: (B)(6) 2021. Dor: (B)(6) 2022. Affected side: unknown hip side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
A. Not really, no components were removed or deemed defective or compromised b right. C no. D. No infection was present. The substance was identified as "rice bodies". They are very rare, and no one at the facility had ever heard of it prior, including ID consult and pathologist. Surgeon was able to find a couple case reports after searching but there is no cause that he could find on this patient or in the literature search.